Manufacturer narrative:
The pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test, and rewind. There were no excessive no delivery alarms noted. The pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump. Customer's blood glucose was 382 mg/dl at the time of the incident. Customer also reported a blood glucose level over 600 mg/dl. Customer has not yet treated. Customer performed a 5.0 unit fixed prime and stated that the insulin exited. Customer was advised to change the entire infusion set. Customer stated that she is on the last set and is unable to change it. Customer requested that the pump be replaced. Customer was advised to discontinue use of the pump if needed.